Event description:
Svn: (B)(4) 1. Start date of the sensor: (b)(6 2022. 2. Start hour of the sensor: 00 3. Sensor start missing reason: 4. Location of sensor insertion: arms 5. Date of sensor alert: 2022/08/10 6. Hour of sensor alert: 00 7. Sensor alert missing reason: 08/12/2022 21:38:01 pst ice batch user (batch_ice) phone 818 362 5958 complaint: 0008119573 complaint status: completed mdt initial contact: angie santamaria quintana taken by: quinta24 initial notes: patient called in to report a difference between bg and sg, patient has lost 3 sensor as difference are more than 30points inquired what led up to the complaint. Customer response: sg vr bg sg vs bg guardian sensor 3/guardian 4 sensor t/s per dop114-980. System model number: 770g. Transmitter model: mmt-7811. Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Insulin delivery was suspended due to sg vs bg difference. Sg value that triggered the suspend on low/suspend before low event: 80. Low limit in sensor settings: 80. Bg value associated with the triggered suspend event: 90. Sg and bg difference is not within target range of glucose difference. Does the customer take medication such as acetaminophen, paracetamol or hydroxyurea (also known as hydroxycarbamide): no. Offered to review site selection, taping, insertion and calibrations. Customer accepted review. Customer reports difference is occurring with a previous sensor. Length of time sensor has been worn: 1 day. Adv sensor may no longer be responding to glucose changes. Adv this is most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Customer's outcome pertaining to the complaint: adivice to rotate site of insertion , replacement will be done ship: 3 mmt-7020/return: nothing country: puerto rico city: san juan zip: 00918 input date: 08/10/2022 warranty start: 00/00/0000 warranty end: 00/00/0000 batch - hg67rr4

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.